Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator has been received at our service center in california. We are currently in the process of conducting our investigation. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the manometer of the rd900 neopuff infant resuscitator was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the fascia and valve system of the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare for investigation. The manometer was visually inspected and fitted to a known working valve system and performance tested. The manometer was further dismantled and inspected. The valve system was fitted to a known working manometer and was performance tested. Results: no physical damage was observed to the returned manometer. Both the complaint manometer and valve system passed the performance tests. Further inspection of the complaint manometer revealed that the spring and bellow were out of alignment. Conclusion: the fault reported by the hospital occured due to misalignment in the internal mechanism of the manometer. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in france reported that the manometer of the rd900 neopuff infant resuscitator was faulty. There was no patient involvement.